Event description:
Our customer reported to our employee (b)(64) (customer service) that during a pt transport into an elevator, the cot dropped at the head end. The pt received a laceration. Our dealer (B)(4) will investigate the cot.